Event description:
Hcp reported pt presented with swollen abdoomen, tenderness and elevated white blood cell count. Pt had difficulty controlling sugars so the device was removed. Hcp reported the pt recovered without sequela. The device was explanted and returned to the MFR for analysis. A follow-up report will be sent if additional info is received.